Event description:
The reporter had a meter result inconsistent with reporter's symptoms the previous night. Reporter had a reading of 71 mg/dl; felt it should have been 20, as reporter was unable to speak or move. Husband gave reporter milk and orange juice, and 15 minutes later reporter tested again with reading of 57. Reporter's normal readings are from 50-190. Reporter has never cleaned the meter, which reporter has been using for about 3 years. Accurate technique applying blood, but scarcely checks confirmation dot. After cleaning, control test was in range, 114(97-146). No harm was alleged.